Manufacturer narrative:
Mml#: (B)(4).

Event description:
It was reported that the patient had a second revision of the implantable pulse generator (ipg). The ipg was relocated from the buttocks to the flank because it was moving. It was confirmed that the issue was procedural. The patient had lost significant weight after the initial implant. The patient underwent a surgical procedure the first time, and the physician resited the ipg at the same pocket location as before, but it continued to rotate; therefore, a second surgery was performed to relocate it to the flank. Following the ipg relocation, the reactiv8 system was turned back on to allow the patient to initiate bilateral stimulation (when the patient initiates). The device remains implanted and functional. The device history record was reviewed. No relevant nonconformance's were found. Associated manufacturing report number: 3021520203-2025-00088.